Manufacturer narrative:
This report is associated to mw5099230 and MDR 3009984513-2021-00003. During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint files was not possible as the lot number was not provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. Code 4316 was used for the investigation conclusion code as there is no appropriate code for " patient abruptly shifting on the table for an unknown reason".

Event description:
It was reported that during a coronary diagnostic procedure the distal wing of the celt acd 5f deployed correctly and the implant was then successfully drawn back to the arteriotomy site. However, as the physician was about to deploy the proximal wing on the outside of the artery, the patient abruptly shifted on the table for an unknown reason and this caused the physician to accidentally pull the implant with the distal wing deployed (still attached to the delivery system) out through the arteriotomy. The implant was then released in the superficial subcutaneous tissue and the implant was removed from the tissue using a pair of forceps (hemostats). Manual compression was applied for 15 minutes and during this time it was noticed that the blood pressure of the patient had dropped significantly and an IV bolus of fluids was used to resolve this. A vascular surgeon was called and an ultrasound of the puncture site was performed to determine if the patient was actively bleeding. However, no active bleeding was detected but a hematoma was noted. After treatment by manual compression the patient experienced no further issues and was discharged the same day with no further incident or intervention.

Manufacturer narrative:
This report is associated to mw5099230. This report is the initial report being submitted by vasorum, follow up report will be submitted once investigation is completed.

Event description:
Device failed to deploy, requiring the device to be pulled back. Initially thought that pulling the device back ripped the artery, hematoma did form, pressure was held. Patient was monitored for extended period of time and vascular was consulted.